Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.

Event description:
It was reported there was an undesirable change in stimulation. There was no stimulation and recurrence of post-laminectomy pain. The stimulator and extension were replaced.